Event description:
During an in-clinic follow up, far-field r-wave oversensing, inappropriate automatic mode switch (ams) and p-wave amplitude variation were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable with no consequences and will continue to be monitored.